Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 35 and130 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Readings as reported by customer were not found on the meter internal log. Evaluation summary: returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Freestyle blood glucose readings as reported by customer were not found on meter internal log.